Manufacturer narrative:
The patient side manipulator (psm) was returned for failure analysis, and the reported failure (error 23017 along pitch / axis 2) was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The axis 2 motor will be replaced as a precaution. No trouble found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the patient side manipulator (psm) to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the psm; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 23017 occurred on patient surgical manipulator (psm) 3. The customer stowed psm 3 at the time and pressed the recover button to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the original da vinci system but with three arms. There was no injury to the patient.